Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2015-05096/05097/05098/05099).

Event description:
Patient¿s legal counsel reported patient underwent left, total hip arthroplasty due to pelvic osteoarthritis and degenerative joint disease. Due to limited information currently provided, it is unclear as to the chief complaint. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The event date is unknown.